Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an after battery change alarm, an external ram crc error alarm, and a displayable history crc check failed on startup alarm. The customer's blood glucose level was unknown. The customer was informed to return the device. No further details were provided.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No loss of memory, external ram crc error or unexpected restart error alarms were noted. However, the pump was received with multiple displayable history crc alarms in the history screen due to a corrupted history file. No cosmetic damage was noted.